Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's proximal left anterior descending artery. During inflation of the balloon catheter, the stent displaced proximally into the left main artery and partially covered the circumflex orifice. Ultrasound showed that the stent had fully deployed and that the struts were across the circumflex orifice. In an attempt to improve blood flow, a second balloon catheter was inserted through the stent struts and resulted in a proximal dissection of the circumflex artery. Coronary artery bypass graft surgery was subsequently performed. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.